Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, : product type: catheter. (B)(4).

Event description:
It was reported that a patient had their pump replaced after it went empty. They had missed a refill while on a trip. No further information was providing including patient or device information, symptoms, if any troubleshooting or other actions were taken or patient outcome. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.